Event description:
Procedure type: colectomy. According to the reporter: the client reports that the device did not staple properly. Loss of blood, transfusion of 2 globular units; monitoring of pt after transfusion. No pt injury was reported. There is no additional info at this time.

Manufacturer narrative:
(B)(4).